Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) due to oversensing and undersensing. The device is still in use. No patient complications have been reported as a result of this event.